Event description:
Event description guidant received information that this ventricular lead was taken out of service after seven days due to loss of capture. During the procedure to replace the lead it was noted that the wrong lead model was programmed in the pacemaker.